Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis: the main coil, the delivery wire and the introducer sheath were returned for this complaint. The main coil was stretched, kinked and the interlocking arm detached. The interlocking arm of the delivery wire was detached. No more damages were found. Microscope inspection revealed that the interlocking arm of the main coil was detached and the interlocking arm of the delivery wire was detached.

Event description:
Reportable based on device analysis completed on 27jul2022. It was reported that the device was stuck in the catheter. The target lesion was in the internal iliac artery. A 18mmx40cm interlock-35 was selected for use. During the procedure, it was noted that the coil was stuck in the middle part of a non-boston scientific microcatheter and could not be pushed out of the delivery system. The coil could not be pulled back so it was withdrawn together with the catheter. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device investigation revealed that the interlocking arm of the main coil and delivery wire were detached.